Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy after having several falls. Lead diagnostics showed that all contacts had high impedances (>3000 ohms). Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored post-op.